Manufacturer narrative:
Insulin pump received with cracked case on display window corners and minor scratches on display window.

Event description:
Customer reported scratches on the display of the insulin pump. The blood glucose reading is unk. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.